Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
The date of manufacture has been added. Per additional information received, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. A quote was given to the customer for replacement of the positive end expiratory pressure safety valve. The quote has not been accepted at this time.